Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 190 mg/dl compared to a calibrated lab result of 110 mg/dl performed within 10 minutes. The difference is beyond acceptable range. The pt did not receive medication attention. The customer care representative performed troubleshooting and twice the control solution test was not within range. Based on the information obtained from the pt there is indication the product malfunctioned. The strips and control solution were replaced with return of the test strips expected.